Manufacturer narrative:
The review of provided data highlighted double counting of the qrs during the record of two (2) non-sustained ventricular tachycardia. These 2 non-sustained ventricular tachycardias presented with wide qrs. When the qrs is wide, the top of the qrs may be sensed out of the 64 ms qrs measurement window: the part of the qrs that is sensed in the 64 ms qrs measurement window is lower than the top of the qrs. Therefore, the automatic sensitivity control calculates lower sensitivity values than it should have calculated if the top of the qrs had been measured within the 64 ms qrs measurement window. Lower sensitivity steps may promote double counting of the qrs in the event of wide qrs. No general malfunction is suspected on the device. This case is retained and utilized for trend purposes.

Event description:
Reportedly, during a standard follow up, in aida egms there was a non sustained arrhythmia that showed double counted/marked qrs complexes